Event description:
The customer reported that the system displayed a low ma error message. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the xray tube and reinstalled the primary collimator from the old tube. He calibrated the filament. System ok to use.